Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced lead migration. Only the s1 lead has moved. The physician removed the s1 lead and replaced it with a new lead. Two leads were added during the procedure.